Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2004 due to hypermobile urethra and stress urinary incontinence. It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia and neuromuscular problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure concurrently with cytoscopy on (B)(6) 2004 and mesh was implanted.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, adhesion and obstruction.